Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This is 1 of 2 reports. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. A review of complaint history determined that no further action is required as no trends were identified. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that approximately 144 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, effusion, cyst and osteolysis. Additionally it was reported the reason for the revision was mechanical loosening of internal left knee prosthetic joint. No further issues or complications were reported. No additional information is available. This is 1 of 3 reports for this event.